Event description:
Reporter alleged the customer obtained a result of 209 mg/dl on the compact plus system and just over an hour later, he began slurring his words and having difficulty with his vision. Reporter stated that she called the paramedics, they treated him with an IV, and he was hospitalized for a few days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.